Event description:
On (B)(6) 2014, epimed's quality assurance dept was notified of an event that had recently occurred involving epimed's flexible introducer cannula (fic), (catalog # 135-1735). During removal of the fic, the physician (dr. (B)(6)) reported "that he realized that the cannula had stretched. After further attempts were made to remove the cannula, the decision was made to cut it which enabled them to remove both sections of the cannula. The pt's safety was not compromised at any time, but the pt had to undergo surgical exploration of the caudal hiatus to remove the cannula. There were a few stitches but uneventful."

Manufacturer narrative:
Device eval: on (B)(6) 2014, epimed examined the flexible introducer cannula (fic) in question. During visual inspection, the fic's flexible cannula had stretched approx twice its original length. Furthermore, it appears that the cannula became pinched/caught within the pt's bone structure at approx 4.5cm from the cannula's distal end. It appears that once the cannula became pinched/caught, further attempts of removal were made which caused the cannula body to stretch. Instead, the physician made the decision to cut the fic's cannula into two sections so that the cannula could be removed.